Manufacturer narrative:
Device will not be returned. If the device or add'l info becomes available it will be reported on a supplemental report.

Event description:
It was reported that the blade broke.